Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass. Unable to verify motor error alarm due to cracked and bleeding lcd glass. Motor passed motor test. Also received with scratched lcd window, scratched case, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via email indicating that their insulin pump alarmed motor error three times. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.